Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a multiple altitude alarms. The customer did not remember if blood glucose level was impacted. Tandem technical support advised for the customer to call back if the issue continues; the customer acknowledged.